Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-25sa is identical model to rexeed-25s marketed in us. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot #m8xxxb. As a result, no abnormality was found in records. (B)(4). The symptoms observed in the events are considered to be a dialyzer reaction or caused by excess ultrafiltration and lack of normal compensatory response. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well- defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.

Event description:
On (B)(6) 2009: the dialyzer (aps-25sa) was used for hemodialysis (hd). At 30 minutes after start of treatment, blood pressure decreased (systolic blood pressure: 150=>70mmhg), feels bad, abdominal pain and vomiting were occurred. After the onset of these adverse events (aes), physiological saline 200ml was administered, then these aes recovered. The dialyzer was changed to another type on (B)(6) 2009, then hd was conducted without problem.